Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that the physician is not satisfied with the xience device balloon sizing/atmospheres compared to other stents. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.